Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The burs used were discarded by the clinic. Four burs from the 6-pack were returned unused for examination. The burrs show no abnormalities. An attempt was made to intentionally mill a rigid endoscope with one of the burs in order to compare the resulting chip formation with the available images. This is not possible with this type of milling cutter - it was not possible to damage the endoscope. The available images show a so-called flow chip - this requires a cutting geometry with clearance, rake and wedge angle - the present type of cutter has no such cutting geometry (90 ° wedge angle -no clearance and no rake angle). This cutting geometry leads to scraping. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a aggr. Full radius resector, sterile. According to the information received, there were metal flakes in the surgical area. Information about patients health was not provided. Additional patient information is not available. The date of the event is not known.